Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Recommended replacement time (rrt) triggered on (B)(6) 2017 due to low battery voltage after being implanted approximately 26 months. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The device was explanted.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the implantable cardiac monitor (icm) device reached recommended replacement time (rrt) due to voltage earlier than expected. It was noted that the daily battery voltage trend was varied. The device remains in use. No patient complications have been reported as a result of this event.